Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons came apart while inside / first broke in half and the second unrolled and detached from the string [device breakage], no adverse event [no adverse event]. Case description: consumer contacted via e-mail and stated that she had used two tampons and both had come apart while inside of her. The first broke in half and the second unrolled and detached from the string. No injury was reported.